Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
Patient had very late stent thrombosis with a cypher stent. The patient came in with an acute myocardial infarction shortly after discontinuing his plavix. The patient had a stent thrombosis, approximately 2 years and 9 months post index procedure. The patient has significant fraction and is currently doing well.